Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 203mg/dl. The customer's expected fasting blood glucose test result range is 80 to 90mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 105 and 194mg/dl using truemetrix meter. The test strip lot manufacturer's expiration date is 4/20/2018 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer is calling in regards to getting high blood results on the meter. The customer is not having any symptoms of high blood sugar. The customer test her blood fasting. She has not had any changes in her diet or exercise. She takes medication for her diabetes but did not give the names. The customer is also concerned with the back to back blood test.